Manufacturer narrative:
Follow-up (2/7/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips - (B)(4) 2013, meter - (B)(4) /2013 and (B)(4) 2013.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on the morning of (B)(6) 2012, she obtained blood glucose readings of ''135mg/dl'' with the subject meter and ''111mg/dl'' with a freestyle meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. In addition to oral medication (2 mg of amaryl), the patient stated she also manages her diabetes with diet and/or exercise. According to the csr's documentation, in response to the alleged meter issue, the patient reportedly continued with her usual diabetes regimen that morning and subsequently 30-45 minutes later the patient reportedly developed symptoms of sweating, shaking, headache, and nausea. At an unspecified time later, the patient reportedly consumed food/drink as self-treatment. According to the csr's documentation, at an unspecified time that morning ((B)(6)) the patient reportedly obtained a blood glucose reading of "70mg/dl" with another device. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.